Event description:
It was reported that the patient presented for an implant procedure. During the procedure while the device was being programmed, it was noted that the pacemaker exhibited an error message that caused the programmer to shut down twice. A second programmer was attempted and the programmer shut down again. The pacemaker was removed and replaced. The patient experienced no consequences throughout the procedure.

Manufacturer narrative:
The event of error message on the pacemaker was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.